Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced severe and permanent bodily injuries, including dyspareunia, difficulty urinating, chronic infections, severe pelvic pain, extreme scarring, and significant mental and physical pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The device lot number was reported to be 0ml701120; however, this lot number was not found in our system.